Manufacturer narrative:
Zoll medical corporation evaluated the device and the device performed to specification. The device was recertified and returned to the customer. Review of the device activity logs showed no evidence to confirm the customer's report. This has been closed as report unsubstantiated. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during training by facility staff, the device intermittently restarts/reboots itself. Complainant indicated that there was no patient involvement in the reported malfunction.